Event description:
According to the reporter, during routine maintenance, an end of life image appeared on the handle's screen event though the device still has remaining usage/life left. There was no patient involved. Medtronic's initial evaluation of the incident device found that the system data indicated that there was an error for the system queue being full.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that during routine maintenance, an end of life image appeared on the handle's screen event though the device still has remaining usage/life left. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of fatal error caused by software restrictions on the queue not related to the reported condition. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. Another unreported condition was identified: green safety switch failure. Functional evaluation noted a reload was attached to the device and was able to clamped and articulated without issue. The right green safety switch was not working. The most likely cause for the additional condition was traced to component failure. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.